Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.